Event description:
The complainant reported a patient needing an impella cp device for mechanical circulatory support. The complainant reported an optical sensor system error alarm that occurred during impella support. The automated impella controller (aic) was replaced in an attempt to troubleshoot the issue, however, the failure remained. As a result of the ongoing failure, the pump was replaced with another impella cp pump and patient support continued. There was no harm to the patient as a result of the failure.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the optical signal issue was most likely a damaged optical fiber line. The location and cause of the damage are unknown since product was not returned. This report is being filed as part of a retrospective review of historical records.